Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not reported to be in use on a patient at the time of the occurrence. During the evaluation it was noted the device failed a test step during testing. In conclusion the device oxygen blender board was replaced to address the issue. Th root cause was confirmed. Additionally, during the service of the device, the trilogyo2 pm1 kit was replaced per the customer's request. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.